Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the injury sustained by the patient. If additional information is received, a follow up medwatch report will be submitted to the FDA. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. This complaint is being reported due to the following conclusion: the patient's urethral sphincter was damaged during a da vinci s prostatectomy procedure.

Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci s prostatectomy procedure (B)(6) 2008. The legal document alleges that as a direct and proximate result of the da vinci surgical system, instrument or accessory, or its improper and / or unlawful use, the patient suffered a urethral sphincter injury and had missing tissue. According to the information provided in the legal complaint, the patient was notified in (B)(6) 2008 of his injury and underwent reconstructive surgery and placement of an artificial urethral sphincter to control his incontinence in (B)(6) 2009. The legal complaint alleges that following the surgery, the patient is impotent and incontinent. It was stated in the legal complaint that the patient's injuries may be the result of medical negligence or caused by a malfunction of the da vinci surgical system.